Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer was hospitalized due to high blood glucose level of 32 mmol/l on december 26, 2020. Customer was alleging insulin pump for under delivering because customer was hospitalized. The reservoir will not be returned for analysis.